Event description:
It was reported the patient's drg system controller displayed the "generator needs to be replaced, stimulation has been permanently turned off" message. Evaluation of the message indicated the patient's drg ipg was inoperable and would need to be replaced.

Event description:
Follow up information received identified the patient had his drg ipg replaced with a new one. The patient¿s stimulation therapy was effectively restored postoperatively.